Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by a possible inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of the impactor. The device inspection revealed the following: the threaded front sections of the returned glenosphere holder ¿ piston is completely broken off. The broken surface is finely fissured and the level fracture areas show a large shear lip at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. The way the breakage occurred (large lip) indicates that it was not threaded all the way. A review of the device history for the reported lot did not indicate any abnormalities. However, due to multiple impactor breakages, a non-conformity has been raised for further investigation of the multiple events. No further action required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, right reverse shoulder. It was reported that upon impaction, the threaded portion of the glenosphere impactor broke off in the glenosphere. As the broken threaded portion was flush with the glenosphere, surgeon elected to use a second non-threaded impactor to finish impacting the glenosphere with the broken threaded portion still in it. Surgery was completed successfully with no delay.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, right reverse shoulder. It was reported that upon impaction, the threaded portion of the glenosphere impactor broke off in the glenosphere. As the broken threaded portion was flush with the glenosphere, surgeon elected to use a second non-threaded impactor to finish impacting the glenosphere with the broken threaded portion still in it. Surgery was completed successfully with no delay.